Manufacturer narrative:
Additional information : the lot was manufactured from august 22, 2019 - august 26, 2019. Thirty-one (31) cases of unopened samples were received for evaluation. Unaided visual inspection was performed on the two (2) randomly selected cases which observed a discolored dark texture on the back primary off all samples inside the cases. There was no discoloration issues inside the sterile pouch or on the product. The primary packaging of one (1) randomly selected sample was opened from each pair of cases and no contamination was observed of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified quantity of dispensing pins had an oily effect on the paper backing (packaging). It was further reported the packaging on each unit was partially see-through and discolored (similar to if oil had contacted the paper). This was noted prior to use. There was no patient involvement. No additional information is available.